Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device became stuck in the sheath when removing. The event occurred intra-operative. Additional information was received on (B)(6) 2022: it was reported that the patient was doing well and had no issues after manual site compression.